Event description:
It was reported that the device was overheating. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) dyonics 4.0mm elite stonecutter burr device returned. The complaint states: ¿it was reported that the dyonics was overheating.¿ the product sluff chamber and adapter body has symptoms of melting. Noisy/grinding and overheating/melted material conditions have been found to be consistent with the device being tested/run without or with inadequate suction/irrigation. This device is not intended to be engaged without suction either. Per IFU: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry). This can cause bone or tissue fragments to not be excised efficiently. Per IFU: ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running.¿ and ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ there is physical evidence of bone/tissue and/or metal shavings not excising efficiently. As a result, binding and melting occurred. Root cause related to the manufacture of the device was not confirmed. Updated.

Event description:
It was reported that during surgery the device was overheating. A backup device was available to complete the procedure with no significant delay and no patient injuries.